Event description:
It was reported by the clinical trial that a device deficiency occurred. It was indicated that the physician increased the patient¿s programmed output current and after running device diagnostics, the test result showed ¿output current ¿ 0ma low¿. It was stated that the output current had been set correctly. No action was taken and the issue resolved. It was stated it was unknown if the physician saw any kind of error message upon initial interrogation but is normally reported if there are any seen. Only the output currents had been increased, no other settings. It was indicated that it was possible the physician did not save the settings correctly however the same steps were performed as usual. The patient did not report any adverse events. The situation was resolved after the physician performed diagnostics a second time and checked the output currents to make sure they were correct. They were correct and no other changes were made. The low output current was not seen again after the second system diagnostics was performed. Information was also received showing system diagnostics testing has been performed at every titration visit since the device was implanted and there was no indication of a device failure. No additional relevant information has been received to date.

Event description:
Based on the information reviewed, it can be noted that the system diagnostics was interrupted causing the device to give an expected low output status delivered message, however follow-up diagnostics showed there as no issue with the patient generator.